Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they have to change pads up to 4 times per day and don't go out due to return of symptoms. Patient states that they don't sleep well and that when laying down they are feeling shocking, tremors, and vibration, more towards the lower buttocks and middle of leg. Patient described this as almost having parkinsons in their leg or almost like sciatica when the legs and toes shake. Patient stated that they can see the tremors in the thigh while sitting. They stated that it was not comfortable and even hurts. Patient already decreased the intensity by .1 and is waiting to see the impact. They called the healthcare professional (hcp) office to make an appointment for the symptoms, but were directed to call manufacturer instead. Troubleshooting was unable to be performed as patient wanted to leave the setting after decreasing (prior to call) to see if that helped the symptoms. Reviewed that stimulation should not be uncomfortable to work. Explained changing programs. Emailing a patient programmer quick guide for changing programs, but the patient will call patient services back if help is desired to change programs.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.